Event description:
Patient contacted dexcom to report an allergic reaction.

Manufacturer narrative:
Blister at the adhesive area. Patient states possible reaction to medication and not because of dexcom sensor. Patient removed the sensor. Blister went away after removing and site was a bit scabby after a while. Patient made an appointment to see doctor for the reaction. Date of medical intervention: (B)(6) 2013. Medical doctor (md) recommended putting hydrocortisone cream on the affected area after removal of the sensor to help heal allergic reaction. Current condition of patient: patient states site is fine now.